Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was seeing a screen on the personal therapy manager (ptm) application that was a white box saying to call mdt. They confirmed that they did not recall a code. They later stated they may have seen 'ipg not responding.' While on the call, they were able to connect to the pump without difficulties and confirmed a 5 hour lockout. They mentioned there was a lag at 91%. They were able to bolus prior to calling, but stated it took them 3 times to reconnect to the pump. They will call back if they need further assistance.